Event description:
A patient was implanted with a cannulated tibia nail-ex and 4 screws in (B)(6) 2011. On an unknown date post implant, the patient presented to the clinic and surgeon could feel one of the screws. Under a local anesthetic the surgeon removed the one screw in the clinic. Subsequently, patient developed an infection and was returned to the operating room on (B)(6) 2012. Surgeon removed the nail and the remaining three screws. The surgeon plans to revise the patient to a smith and nephew spatial frame. This report is !3 of 5 for the same patient.

Manufacturer narrative:
Review of the device history records for this lot number revealed no complaint-related anomalies.